Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump passed the active current measurement. However, the pump failed the sleep current measurements due to a corroded battery tube. The pump passed the selftest and displacement test. The pump was monitored and no blank display anomalies were noted. The power connector plugged in and locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was exposed to moisture resulting in blank display. The customer¿s blood glucose was unknown at the time of the incident. The customer stated that the display was blank currently. Customer did not receive insert battery alarm on the pump screen. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is not expected to be returned for analysis.